Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement and self test and they passed. Reviewed the alarm history and found an error alarm. During the call, the customer mentioned being hospitalized due to high blood glucose. The customer also stated that she got two no delivery alarms overnight. Performed a fixed prime test and passed. No further info was provided.